Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient experienced no consequences.